Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a onetouch ultra 2 meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the patient directly on two days later, and obtained/verified information. The patient tests his blood glucose 4 times a day. He takes sliding-scale novolog insulin based on his meter readings. He also takes another unidentified insulin. The patient was not sure when the alleged meter issue began. On original date, the reporter found the patient unresponsive at around 2:00 am. The patient was not sure if he passed out or lost consciousness. He was unable to recall what his last meter reading was before developing the symptoms. However, he stated that he must have had an "insulin reaction" because of the meter's inaccuracy. On the morning of the event, the reporter treated the patient immediately with a glucagon injection and called 911. While waiting for the paramedics, who arrived within 5-10 minutes, the reporter tested the patient's blood glucose with the reported meter while he was unresponsive. She got a result of "62 mg/dl." She felt as though the result should have been lower since he was unresponsive. When the paramedics arrived, they tested the patient's blood glucose with an emt meter and got a result of "32 mg/dl." At the same time the paramedics tested the patient, they also tested him with the reported meter and reportedly got "158 mg/dl." The patient was then treated with IV glucose. The patient was not using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient stated that he had an "insulin reaction" and allegedly had to receive IV glucose treatment from paramedics after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.